Manufacturer narrative:
The device was evaluated by the customer who confirmed the navigation ring was not working. The philips field service engineer (fse) replaced the front bezel the unit was then reported to have been fixed. No other anomaly was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported a ventilator with a navigation ring failure. There was no patient involvement / user harm reported.

Manufacturer narrative:
G4:12jan2021. A front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.